Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, foreign material was found in the forceps elevator due to incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no patient involvement

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found: air/water leakage from the scope connector (including the venting connector), objective lens damaged-no sharp edges, crack or scratch of the objective lens-no sharp edge, physical defects of the bending section and insertion tube including unusual shapes, coating and white lines at the insertion tube are coming off and the markings become unclear, light guide lens damaged-no sharp edges, crease on the insertion tube, control body defects (including switches), and foreign material found in forceps elevator due to incorrect reprocessing. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct. Correction to the initial medwatch. The date returned to manufacturer should be (B)(6) 2022 (utc). Correction to the initial medwatch. The aware date should be (B)(6) 2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and reportable malfunction was/was not confirmed. Additionally, the repair center found the following. - connector was deformed and leaked. - object lens was scratched. - the bending section rubber glue was detached. - coating at insertion section was peeled. - insertion section was wrinkled. - image guide protector was shaved and scratched. - cover was scratched. - swutch keytop was scratched. - scope connector was scratched. - angulation ranges was failed to meet the standard value. - angulation control knobs was played. - black dots was in image. - plastic cover was scratched. - light guide lens was chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.